Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria. The physician performed a partial recapture and then redeployed the device in the laa of the patient. At this time it was noted that the patient had a pericardial effusion. The physician performed a pericardial tap to help treat the effusion. Following this the patients condition improved. The procedure was continued and the device was successfully implanted in the laa of the patient. The patient was discharged home doing fine the next day as planned.